Event description:
The customer reported that during set up & upon entering flow rates, a difference between the set dialysate flow rate and the actual displayed dialysate flow rate was observed. Machine had to be turned off and re set up.